Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Additionally, the customer reported they were unable to charge the pump using the tandem-provided usb charging cable the customer's blood glucose level was 600 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source .